Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Customer's blood glucose level was not impacted by the event. Device is being replaced, further information regarding customer's backup therapy method was not obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.